Manufacturer narrative:
(B)(4). The device was returned for evaluation. The investigation of the returned device did confirm the problem reported by the customer. Images were taken of the valve ¿as received¿. The valve was visually inspected: biological debris was noted inside the valve casing. The position of the cam when valve was received was 50mmh2o. The valve was hydrated and tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed and passed the test, no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed the test. The valve was then pressure tested and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification. Biological debris was found on the spring, and on the spring pillar. Review of the history device records confirmed the valve product code 82-3184, with lot ctgbrp, conformed to the specifications when released to stock on the (B)(6) 2015. The root cause of the problem reported by the customer is due to the biological debris found on the spring, and on the spring pillar. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the programmable valve was not functioning. The valve was revised.